Event description:
It was reported by repair work order that the cot unexpectedly collapsed and there was an injury to the emt's shoulder due to the drop. No medical intervention was reported. The cot is not being repaired at this time and has been recommended to be removed from service due to the condition and age of the unit.

Manufacturer narrative:
The cot is not being repaired at this time and has been recommended to be removed from service due to the condition and age of the unit.